Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system had leakage at the joint of the extension tubing and the connection site.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system had leakage at the joint of the extension tubing and the connection site.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7290219. Our records show that this is the only instance of this issue occurring in this batch of pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.